Event description:
It was reported the pt's stimulation device was not targeting the hip location. The pt has experienced pain in the hip which has resulted in several falls. The symptoms occurred following prior device replacement. The pt tried adjusting the parameter settings. Add'l info has been requested but was not available on the date of this report.